Event description:
It was reported that an unspecified wearable issue occurred. The date of the event is an approximation. According to information received via the tandem customer technical support team, the customer reported that they were hospitalized due to a sensor malfunction; however, no specific details regarding the nature of the malfunction were provided. No additional information was documented regarding symptoms, treatments, device performance, or patient outcome. Multiple attempts to contact the reporter for follow-up and clarification were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.